Manufacturer narrative:
Updated fields: b4, e1 (initial reported name), g3, g6, h2, h3, h6(medical device ¿ problem code , type of investigation, investigation findings, investigation conclusions, component code) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the gasket on the helium tank was checked, found bent and mangled. The fse replaced the gasket, the unit passed all functional and safety tests per factory specifications, and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) had helium leak. No harm or injury reported.